Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycleing with battery and aux separately and together, hot-swapping batteries with and without aux, general defib functions, and bench handling without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The battery used was not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.